Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the power receptacle seal was damaged. There was no event history log. Functional testing was unable to replicate the reported issue; there was no problem. The root cause was determined to be that the software needed to be updated. The software was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a speaker error 'primary audible alarm background test'. There was unknown patient involvement.